Event description:
It was reported that the zimmer meshgraft ii was not meshing properly. Additional clinical follow up with the customer indicated that the user was unhappy with the way the tissue expanded. There was no report of patient injury or extended surgical time.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/14/1968 and was last repaired on 04/20/2012, for a non-related issue. Evaluation of the device observed significant damage to the head of the ratchet and the ratchet did not function. It was also observed that the ratchet did not ratchet because the gear was not engaging with the ratchet pin and that the cutter and roller were worn. It was additionally observed that a 7701 ratchet was sent instead of a 2195 ratchet. Prior to repair, the device was within calibration specifications and produced an acceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.